Manufacturer narrative:
(B)(4). The reported field event of impedance issues was confirmed in the laboratory and was due to lead damage. The damage found was sustained due to twiddler's syndrome.

Event description:
It was reported that the lead was dislodged due to twiddler's syndrome and impedance anomaly was also noted. The lead was explanted and replaced. During the procedure the patient experienced atrioventricular block (avb) syncope. However, the patient was fine post procedure.